Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged her meter was set to the incorrect unit of measurement.the med affairs spec. Mailed a letter in november 2005, since the user could not be reached by telephone for further clarification. The pt stated that her meter was not previously set to the correct unit of measurement. It would have been helpful to know how ling she has had this meter. She reported that she received diabetes treatment adivce from a med professional (date unk). She reported that she was advised to take insulin. It would have been helpful to know what her blood glucose result was, if she tested prior to visiting her med professional, and what, if any, medications the pt takes for her diabetes.